Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, high, out of range hv lead impedance since a day after device replacement was observed. The high hv lead impedance measurement was reproducible in clinic with tapping on the device. When the pocket was opened, loose connection of right ventricular lead to the device was noted. The lead was taken out, connector was wiped clean and lead was re-connected. All measurements were within normal limits after the procedure. Patient¿s condition was stable.